Manufacturer narrative:
(B)(4). A batch review was not performed as the lot number was unknown. The cause of the system error 2240 alarm was due to a supply bag falling and disconnecting. Proper procedures were reviewed with the customer at the time of the initial call. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The lot number is unknown; therefore a batch review cannot be conducted. Should additional information become available, a follow-up report will be submitted.

Event description:
The customer contacted baxter?s technical service center regarding a system error 2240 alarm, which occurred on the homechoice during day dwell 1. The home patient (hp) was not connected. The hp stated the supply bag fell and disconnected. The baxter technical service representative explained therapy would need to be restarted with new supplies. The hp understood. No patient injury or medical intervention was reported at the time of the initial call. Proper procedures per the user manual were reviewed with the hp. The sample was discarded.